Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the device across the cystic artery. It was the second firing with the device during the case. The first firing worked as normal. She and the nurses said that it immediately began bleeding and they did not think any staples were in the cartridge reload. So it fired the blade but no staples. They had to convert to open to control the bleeding and give blood to the patient to complete the case. There was no other patient consequence reported.

Manufacturer narrative:
(B)(4). Information was not provided by contact. The analysis results found that the device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was fully fired and several b-formed shaped staples were noted on the cartridge deck and loose inside the bag. Additionally the lockout spring in the cartridge reload was noted to be broken in half and the cartridge pan slightly detached. This damage is consistent with the damage observed when attempting to fire an already spent cartridge reload. The reload is designed to lock out after a partial or complete fire to avoid re firing the reload. If the enough force is applied on the firing trigger while attempting to fire a locked out cartridge the lockout spring can break bypassing the physical lock barrier resulting in being able to re fire a spent cartridge. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.